Manufacturer narrative:
(B)(4). Batch # r92g3u. Investigation summary. The device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a hysterectomy procedure, the surgeon didn't hear the sound given by the spring during the trigger closure of the handle. The procedure was completed with the same device. No alert message displayed and the cut and coagulation were "ok." There was no patient consequence.